Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a funeral home with no information. Information identified in the online obituary indicated the patient died approximately 10 months post implant of the ICD and 9 years post implant of the leads. It was reported that the cause of death listed on the death certificate is cardiac dysrhythmia secondary to coronary artery disease, diabetes mellitus and chronic obstructive pulmonary disease.